Manufacturer narrative:
(B)(4). Date of initial report: 02/23/2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device did not seal well and minor bleeding occurred.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: (B)(6) 2016. One used ls1037 was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects, and the jaws would smoothly open and close with use of the handle. The device was tested on porcine tissue, performing multiple seals on vessels of various sizes. All seal cycles were completed successfully and end tones were heard each time indicating completed activation cycles. The investigation found the device to function normally and within specifications. A review of the device history records for this lot found no potentially contributing entries, and that it was released after meeting all quality specifications. The IFU for this product states that there are many factors that affect seal quality during use and lists tissue sealing recommendations.